Manufacturer narrative:
This event was determined to be supplemental and investigation findings will be submitted under MFR # 2916596-2026-01188.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transferred to the hospital. They had what appeared to be a sudden precipitous drop in flow on (B)(6) 2026, and the site was told in handoff that the patients ventricular assist device (vad) had clotted off. The only alarms on the report were four low flows and low speed advisories, but the alarm record filled up in less than one hour. The site was curious what was causing all of the records in the event log file. The event log file captured constant low flow and low speed advisory events throughout the log file shortening the data capture to just under an hour due to all the incoming data. The fixed speed was set lower than the low limit. 3900 rpm fixed with 4900 rpm low limit caused constant low speed advisories along with constant flows values noted at essentially zero. Since the fixed speed was set lower than 4000 rpm it caused low pump current alarms in the background thus occupying more log space. All of these constant events combined will cause the data capture to be brief. There were no changes to patient condition or anticoagulation status that could have contributed. A computed topography (CT) angiogram was dune on (B)(6) 2026 which showed suspected outflow cannula thrombus despite lack of delayed imaging. The left ventricular assist device (lvad) was noted to be otherwise in place with no kinking or discontinuity in the outflow cannula. There were no signs of driveline infection. The patient experienced syncope, cardiac arrest and low flow alarms due to the thrombus. The patient was urgently placed on extracorporeal membrane oxygenation (ECMO). The patient was transferred to another hospital center on (B)(6) 2026 for escalation of care. It was noted that there was no flow on the lvad and the patient was on venoarterial ECMO for support.